Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had their ins replaced in (B)(6) 2017. There was no alleged device issue or symptoms. Follow-up was conducted with the patient to acquire more information regarding this event. No further complications were reported.